Event description:
Customer reported an issue with the patientnet; which may have affected telemetry monitoring. No pt injury reported.

Manufacturer narrative:
Patientnet central monitoring system replaced defective components (blown caps) on the cpu board. Replaced missing hardware. Ran all diagnostic tests. Tested, calibrated and safety tested to factory specifications.